Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 20 states, "persistent pain."

Event description:
It was reported that patient underwent a partial knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to pain and instability. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.